Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received and the type of report provide the type of reportable event, provide the type of follow-up, update the event problem and evaluation codes; and provide additional manufacturer narrative. After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens for investigation. According to engineering, based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. Reference complaint # (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was put under sedation, the patient underwent an atrial fibrillation (afib) ablation procedure. During the procedure, the physician was placing the catheter into the patient's anatomy when it was observed that a poor image quality was being generated by the catheter. The physician removed the catheter but did not reboot the ultrasound system. A new catheter was reinserted into the patient to continue and complete the procedure. There was a delay of five minutes while the replacement catheter was prepped. There was no loss of data and there was no patient adverse event reported. No additional information was provided.